Event description:
Plaintiff alleges he was involved in an automobile accident in 2007, during which time the spinal rod radius system implanted in 2002 fractured requiring revision surgery.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation. Additional parts involved with this event is listed below. Additional MDR's maybe required once additional information is received. Sr90d screw poly-axial 4.75 x 45mm cat # 4754p. Locking caps torx cat # 5000x. Sr90d cross connector variable medium cat # 5000m. Sr90d screw, 4.75 x 55mm cat # 47550. Sr90d screw 5.75 x 50mm cat # 57550.